Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and mildly calcified de novo lesion in the right coronary artery. After pre-dilatation, a 2.75x38mm xience prime stent was deployed at 10 atmospheres (atm). Following post-dilatation with a 3.0x12mm non-compliant balloon at 16 atm, a distal edge dissection was observed. A 2.5x18mm xience prime stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.